Event description:
In 2005, craniotomy for foramen magnum tumor dura patch graft applied. FDA recall of product environment controls failed and compromised the sterility of product. One month later, revision of wound due to infection.